Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2015 for a device product that is considered same/similar to a us marketed device (reach j&amp;j floss waxed 55yd). This closes out this report unless additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting for self from (B)(6). The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using reach floss waxed 55yd, (route: dental, lot number 2584d, expiration date, frequency and indication unspecified). After an unspecified duration, the consumer noticed that the device cutter came off from the cartridge. It was mentioned that the consumer used the device in the past without any trouble. The consumer also fixed the cutter on the cartridge but it fell down easily. This report had no adverse event and the action taken with the device was unknown. On (B)(6) 2015, the field sample was received. Based on the quality investigations, the test results were inside specifications and the disposition was unconfirmed. This report was considered a reportable malfunction case in the united states of america.